Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient needed an MRI because the patient was experiencing loss of leg control and sometimes loss of speech control. The patient inquired if the device could be causing patient¿s symptoms. The patient stated the first time they noticed the loss of leg control the patient was coaching pee wee football and their legs didn¿t work correctly for a split second. The patient stated they ¿went down to the ground¿ and broke 3 ribs, and punctured a lung. The patient stated that they did a year of balance therapy at one place and another year at another place. The patient stated they were convinced it was the patient¿s vestibular system. The patient stated they were only having loss of legs control. The patient stated it went from being ¿spell once in a while to most of the time¿ which started around (B)(6) and had progressed very quickly to the point where the patient had windows of time with not symptoms and most of the time ¿quite a bit of loss of leg control.¿ the patient stated the speech control was with their tongue only. The patient stated once in a while they couldn¿t form words. They also stated it was like their brain didn¿t make a complete connection between their brain and their mouth and tongue. The patient stated it was most of the time it¿s not there and it¿s just once in a great while. There were no further complications reported.

Manufacturer narrative:
Event date reflects non-reportable symptoms. Date used is an approximation. Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the ataxia was not related to the device/therapy. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.